Event description:
On (B)(6) 2012, the pt underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses, featuring the c3 delivery system. The pt's aneurysm measured 51.mm at this time. The pt tolerated the procedure. On (B)(6) 2012 digital subtraction angiography (dsa) and embolization of the lumbar arteries was performed on the pt. The pt tolerated the procedure. On (B)(6) 2013, the pt had another f/u, wherein it was reported there is still a little persistent type ii endoleak. The aneurysm measured 57mm at this time with normal flow. The pt feels fine.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement.